Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwp, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021 the patient underwent the primary a spinal (thoracolumbar) fusion for treating asd. The screw in question was deployed at the topmost in the treated range. On an unknown date the centrum (which is located over the screw in question) had fractured. The patient is scheduled to undergo a revision procedure on (B)(6) 2022. No further information is available. This complaint involves one (1) device 5.5 exp verse fen scr 5.0x40. This is report 1 of 1 for complaint (B)(4).